Manufacturer narrative:
Date of event is unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd veo¿ insulin syringes with bd ultra-fine¿ 6mm x 31g needle foreign matter was found in the fluid path. The following information was provided by the initial reporter: it was reported that there was foreign material located between needle hub and syringe barrel.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 08-mar-2022. H.6. Investigation: customer returned (2) loose 3/10cc, 6mm syringes. Customer states that there was foreign material located between needle hub and syringe barrel. The returned syringes were examined and one sample exhibited dark material between the barrel tip and hub. The hub was removed and a small portion of this material was removed from the sample and prepared for ftir spectral analysis. The spectral analysis shows that this material is most likely grease. A review of the device history record was completed for batch # 1197297 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Probable root cause: ¿ fm (grease) on the barrel tip was caused due to over greasing on the printer spindles during the pm¿s. ¿ l2l dispatch created for chain slipping and not staying on the tracks. Barrels were stuck in the bottom chain. The chain was cleared, lubed and put back on the oven track. H3 other text : see h.10.

Event description:
It was reported while using bd veo¿ insulin syringes with bd ultra-fine¿ 6mm x 31g needle foreign matter was found in the fluid path. The following information was provided by the initial reporter: it was reported that there was foreign material located between needle hub and syringe barrel.